Event description:
It was reported that the patient had numbness, pain, and burning in the left hip "lateral of the implant's location." These symptoms were believed to be related to the device. The lateral numbness started immediately after implant. In (B)(6) 2011, the patient saw a physician and the physician thought the implantable neurostimulator (ins) "traversed" a nerve. The health care provider thought the only way to get rid of the discomfort was to remove the ins. The patient did not want it removed. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up reported the patient was still having concerns with their device or therapy but they had not sought further help. It was noted the patient spoke with their health care provider back in (B)(6) and the only solution offered was surgery.

Manufacturer narrative:
Product ID 3093-28, lot # v762717, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).